Event description:
On (B)(6) 2010, the pt was implanted with an scs system. One lead began to erode through the skin. Both leads were explanted and replaced. The pt is currently doing well.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The lead was returned incomplete. No functional testing was performed due to the lead being incomplete. Conclusion: the cause of the reported skin erosion could not be determined. No functional testing could be performed on the incomplete lead. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.